Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes for this report includes jey and mqn. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a brain biopsy when two of the screw heads twisted off. The surgeon was able to retrieve the fragments and complete the procedure successfully; a 14 minute delay was reported. There was no reported patient harm and no further delay was reported. This is report 1 of 2 for complaint (B)(4).